Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the left ventricular lead had high threshold and there was no stable amplitude for consistent capture. The lead was capped and replaced. It was also reported that the device had premature battery depletion, and the right ventricular (rv) lead had increasing and high pacing impedance. The device was explanted and replaced, and the rv lead pace/sense portion was capped and replaced. The high voltage portion is still in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the rv lead had high threshold so, prior to the lead being capped and replaced, it was reprogrammed to subthreshold capture and used for sensing only. The patient was a participant in the product surveillance registry study. It was later reported that the left ventricular lead was fractured.

Event description:
It was reported that the left ventricular lead experienced rising threshold and possible lead dislodgement. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.